Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the reported pump stops on the power module could not be conclusively determined. A review of the system controller data log file retrieved from the returned device confirmed the pump stop events, however, they were not consistent with percutaneous lead damage. The analysis of the pump stop events suggests that system controller was disconnected from the patient¿s pump, which resulted in the pump stop events recorded in this log file. The analysis of the returned system controller did not reveal any device issues. A review of device history records for the pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating no further pump stoppages or other issues were reported since the equipment was exchanged.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump stoppages while connected to the power module. The patient was admitted to the hospital and the driveline was evaluated. The power module patient cable was exchanged. Pump stoppages reportedly continued to occur so the patient was switched to battery power. The manufacturer¿s technical services evaluated the driveline and performed a phase interrupter test. No broken wires were noted. The driveline was manipulated; however, a pump stop could not be reproduced. The system controller was exchanged and connected to a power module patient cable. No pump stops were noted. The patient was monitored and an ungrounded cable was provided. The patient was asymptomatic during the events. No additional information was received.

Manufacturer narrative:
Approximate age of device: 3 years, 2 months. The patient remains ongoing with the pump. The system controller and the power module patient cable were received for analysis. The evaluation is not complete. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.